Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the screw was cracked and deformed at the distal end. There did not appear to be any loose pieces. There was debris in the cracks. An analysis of the customer provided image confirmed the product information. There was debris on the screw. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the manufacturing procedure found that the storage protocols, material specifications, and material tests were appropriately documented. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation found that no further medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, off-axis insertion, or improper preparation of the insertion site. Internal complaint reference: (B)(4).

Event description:
It was reported that during acl reconstruction surgery, the scr biorci-ha screw was slipped from the bone and could not be screwed. The screw was removed from patient by tweezers. A backup device was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.